Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken, crease fold, wear abrasion. And device appearance observed, 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identify, sharp broken in the anterior . A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp edge broken in the anterior side assessed, as unidentified (tear) broken. Non-penetrating nick(stress marks).

Event description:
Healthcare professional reported, right side rupture. Device has been explanted.